Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left popliteal artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.